Manufacturer narrative:
Lot information was not provided and lenses were not returned for evaluation.

Event description:
Physician diagnosis: potential for ulcer or scar (B)(6) 2013. Staining present in right eye. Medical intervention (medication) to preclude permanent impairment or damage to eye was reported. Corneal ulcers have the potential to perforate or cause an endophthalmitis. Temporarily discontinued cl wear until 1 month follow-up visit. Physician will be able to make determination at that time.